Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer stated wheel or axle is bent.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right rear wheel bent out of round rubs right arm. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the wheels wobbling and the right wheel rubbing the right arm. Complaint of "wheel or axle is bent" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right rear wheel bent out of round rubs right arm. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the wheels wobbling and the right wheel rubbing the right arm. Dealer stated wheel or axle is bent.